Event description:
Spoke with an optometrist in another country who reported that a patient presented in 2006 with complaint of a foreign body sensation in the right eye. The optometrist noted "2+ injection. Large central corneal ulcer or abrasion with positive fluorescein staining" in the right eye. The patient was immediately referred to an ophthalmologist where a diagnosis of a central corneal ulcer of the right eye was confirmed. The patient was treated with "fortified ancef drops q1hr, fortified tobramycin drops q1hr and atropine drops tid od" no further information is available.

Manufacturer narrative:
Device labeling single use or reuse.